Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main drawer 5.1, 5.2 was failed and it was not detected on bus. The field service engineer (fse) had found that enhanced half-height drawers 5.1 and 5.2 had not been detected on the bus and had been missing from the storage space configuration. Upon opening the back panel, the fse had observed that the drawer boards for both 5.1 and 5.2 had been properly lit, with all light emitting diode (led) correctly illuminated. However, on the drawer interface board, leds of some of the boards had been lit and blinking, while some of the board lights had remained off. After powering down and rebooting the station, the leds had still remained off. The fse had then reseated the connections in the drawers and the pyxis bus ribbon cable along the back of the drawer, hearing a click in the full-height matrix drawer 1, indicating that the connector had not been fully seated, reseating the connections and tested for proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, half height main drawer 5.2 failed and it was not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delays or adverse events or injuries reported based on this event.